Event description:
While attempting to pull gastrostomy tube through the abdominal wall, resistence was met. The incision was enlarged and the g-tube would still not come through. More attempts were made - still unable. During another attempt, the tube pulled apart - the remainder of tube was removed. The tube pulled apart at the bullet area end. Stomach was inspected with gastroscope, and another gastrostomy tube from different lot number was successfully placed